Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was retained in the patient's body and the rest of the instrument was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are two (2) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential lot (1): 0002642036, expiration date: 05 june, 2029. Manufacturing date: 05 june, 2024. UDI: (B)(4). Potential lot (2): 0002662692, expiration date: 20 aug, 2029, manufacturing date: 20 aug, 2024, UDI: (B)(4). If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the tip of the inserter fractured during use. The surgery was completed without removing the fractured piece of the inserter, so the fractured piece of inserter was retained in the patient's body. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.